Event description:
On 02-feb-2026 it was reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 600 mg/dl, resulting in diabetic ketoacidosis (dka). The user was transported by emergency medical services to the hospital, admitted on (B)(6) 2025, treated with exogenous insulin and IV fluids, and discharged (B)(6) 2025. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization while on ilet therapy. This situation can result in acute metabolic decompensation requiring hospitalization and is consistent with the reported inpatient admission and treatment with insulin infusion and IV fluids. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts; however, a device shutdown was logged on (B)(6) 2025 at 3:51 pm, and the device was not powered on again until (B)(6) 2025. Hyperglycemia began following a supply change and persisted despite an additional supply change, indicating sustained problems along the insulin fluid pathway resulting in insufficient insulin delivery, which is consistent with the user¿s report of a leaking cartridge. Based on available information, the event was attributed to suspected fluid pathway interruption; however, a definitive device malfunction could not be confirmed. If additional information becomes available, a supplemental MDR will be submitted.